Event description:
In 2004, the MFR was notified that a nurse at the center noted air leaking from around the vad housing and the connection for the pneumatic lead on both the right and left vads. When washed with saline, bubbles were noted. The hospital was able to seal the cracks with bone wax, no air leak is noted at this time. The pt is stable and remains ongoing on vad support while awaiting a heart transplant.